Event description:
Customer called to report a blood leak that occurred in the centrifuge during treatment. Name and function of complainant: same as reporter. Customer called to report a blood leak in the centrifuge. Customer states the instrument displayed a blood leak alarm after 1000ml of blood processed. The collar in the drive tube latch was severed. Treatment was aborted. Customer is requesting a kit credit. Customer will return the tubing to therakos for investigation. Service order (B)(4) was created to service the instrument. Customer returned the kit for investigation.

Manufacturer narrative:
Batch record review of lot b342 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. A possible upward overall trend has been detected for drive tube leak / break, CAPA #(B)(4) was opened on october 25, 2013 and is currently pending action plan. No hazard analysis or product quality review triggered. Service order (B)(4) completed: service engineer replaced airflow temp sensor board on light box assembly. Check operation of light box and airflow sensor, all passed. Perform system check out procedure. Calibrated load celis and pressure transducers. All test in the system check out procedure passed. The assessment is based on information available at the time of the investigation. The investigation on the returned product is still in progress; therefore, no root cause could be determined at this time, (B)(4).